Event description:
Caller reported potential false negative results on 2 proficiency hcg test samples. Customer reported negative results on the (B) (6) proficiency test for hcg while peer group reported positive results. A quantitative test was run on one of the specimens with a b-hcg result of 15miu/ml. Caller stated a rep with (B) (6) indicated that samples were supposed to contain 20miu/ml.

Manufacturer narrative:
Investigation pending.